Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12748). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that upon device check, battery was found out to have depleted prematurely. Device was explanted and replaced.